Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator housing is damaged. Patient involvement is unknown at this time, however, there was no adverse patient impact or injury reported by the customer. Additional information has been requested.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the front panel was cracked. There was reportedly patient involvement but no health consequences. The fse evaluated the device onsite and it was determined that the front panel was damaged. The front panel and it's associated labels were replaced to correct the problem. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the efficia dfm100 defibrillator housing is damaged. There was no reported patient impact or injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the front panel was cracked. There was reportedly no patient involvement. The fse evaluated the device onsite and it was determined that the front panel was damaged. The front panel and it's associated labels were replaced to correct the problem. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.